Event description:
The manufacturer received information alleging a ventilator's lcd screen was unable to be viewed. There was no harm or injury reported. The device was returned to the manufacturer, and the customer's complaint was confirmed. The device's lcd screen needs to be replaced to address the issue. No repairs were done on the device due to the customer's lease expiring.

Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen was unable to be viewed. There was no harm or injury reported. The device's lcd was replaced to address the issue. The lcd screen was returned to the manufacturer's product investigation laboratory for additional testing. There was no failure of the display found. The display was installed on the test bed and the display functioned as designed. The display was able to be read without difficulty. The display was scrapped.